Event description:
It was reported that dashes were noted for parameters. When the wand was removed, the device paced at 150 ppm and could not be lowered with programming. Each time a microprocessor reset was attempted, no capture or pacing was seen and the pacemaker dependent patient felt ill. When emergency vvi was pressed, the patient stabilized and stated that he had "passed out." The device was subsequently replaced.